Manufacturer narrative:
The 26mm sapien 3 valve was not returned for examination. Without the device returned for evaluation, visual inspection, functional testing, and dimensional analysis were unable to be completed. A device history record (DHR) review was performed and did not reveal any manufacturing non-conformances that would have contributed to the complaint event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The reported event of calcification was confirmed based on the medical record. A review of the DHR provided no indication that a manufacturing nonconformance would have contributed to the reported event. A review of the IFU revealed no deficiencies. An existing technical summary documents the root cause analysis on valve calcification over time in patients. Per technical summary, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Edwards' thv valves undergo thermafix tissue processing, which is a heat treatment process used to reduce calcification variability and lower calcification levels in comparison to xenologix process. Clinical results of thv implantation show similar mortality and significantly lower svd rate compared with surgical aortic valve replacement after 6 years of functioning. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent calcification from occurring in bioprosthetic valves. Furthermore, the evaluation of reported complaints for valve-calcification and post-implantation-svd - calcification did not confirm any manufacturing non-conformances and identified that the proper manufacturing mitigations have been implemented. Additionally, per the technical summary there is no evidence of a product non-conformance or device malfunction found in any of the valves returned for these complaints. As reported, "approximately 3 years and 3 months post tavr procedure, the patient is being evaluated for a stenotic valve." Per medical record review, "the three-year cardiac angiogram (CT) indicated that the valve leaflets are thickened and calcified resulting in significantly reduced leaflet mobility, and recurrent aortic stenosis, with an aortic valve area (ava) of 0.9 cm2". In this case, calcification may be manifested as thickened leaflet resulting in stenosis as reported. Per provided information, the patient had a history of hyperlipidemia, diabetes, and end-stage renal disease (esrd). Hyperlipidemia and diabetes are well-known risk factors for developing bioprosthetic valve calcification/stenosis. In addition, the patient had a history of end-stage renal disease (esrd) and was on dialysis. It is well known that patients with chronic renal disease are predisposed to bioprosthetic heart valve calcification. Tissue calcification is a very common failure mode of structural valve deterioration (svd), which can manifest in the form of stenosis with thickened leaflets. As such, available information suggests that patient factors (hyperlipidemia, diabetes, end-stage renal disease (esrd)) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
The investigation is ongoing. H3 other text : valve remains implanted.

Event description:
As reported by the fcs via email, approximately 3 years and 3 months post tavr procedure using a 26mm sapien 3 valve, the patient is being evaluated for a stenotic valve. Per medical record review, the three-year cardiac angiogram (CT) indicated that the valve leaflets are thickened and calcified resulting in significantly reduced leaflet mobility, and recurrent aortic stenosis, with an aortic valve area (ava) of 0.9 cm2. No other findings are seen in the heart that could serve as a source for embolic phenomena, no intracardiac mass or thrombus, and no vegetation. Most likely calcified atherosclerotic disease is in the aortic arch, descending thoracic aorta, and arch vessels. No ulcerated plaque was seen to suggest any aortic source for the embolic phenomenon. The plan is to proceed with a valve-in-valve (viv) procedure once the tavr workup is completed.